Event description:
At first the sound became intermittent. From time to time the patient heard noise, up to 7-8 times daily. The patient reports that the device now hardly functions at all, but only if she presses a finger on a certain point behind her ear.